Event description:
Literature: bhatia s. Oh m. Whiting t. Quigley m, whiting d. Surgical complications of deep stimulation: a longitudinal single surgeon, single institution study, stereotact funct neurosurg 2008;86(6):367-372. Summary: this report analyzed the complications of a single surgeon at one institution over a 10-year period. A total of 191 pts received 330 electrodes implants. There were 59 complications in 53 of the 191 pts. Pt 4 of 12 experienced a minor wound related problem. Minor wound related problems did not require hardware removal. Problems included infections, hematomas, seromas, wound dehiscence, and erosions. See manufacturer report number: 2182207-2009-01002.